Event description:
The account generated negative results on organ donor. The organ recipient tested positive after the organ transplant. A preserved specimen from the organ donor was retrieved, sent to a lab and tested reactive and positive. No info is available regarding the organ donor, organ recipient, organ transplanted, timeframe of testing and test methods used.